Event description:
It was reported that during implant the impedance was not being displayed and there was high threshold observed. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of no impedance being displayed and high threshold could not be confirmed in the laboratory. The lead exhibited normal characteristics including the lead impedance.